Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an "error 1" issue with a one touch ultra 2 meter. The pt indicated that the alleged issue started on (B) (6) 2010, at 2:00 am. At an unspecified time after the alleged issue began, the pt claimed that she developed symptoms of sweating, confusion, and being incoherent. Thirty minutes after the alleged issue began, the pt was treated by emergency medical services (ems) with grape juice, half a sandwich, and insulin (unk type/dosage). The pt's blood glucose was tested on another device during the time of concern. However, it is not known what specific device was used and what result(s) were obtained. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of severe hypoglycemia and received treatment from ems after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.